Event description:
It was reported that the programmer locked up. It was determined through follow-up that this occurred right at start-up of the programmer and that cycling the power did not resolve the issue. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the customer comment that the device locked up was unable to be confirmed through analysis, however it was attributed to c drive corruption and the hard drive was therefore reconfigured and the software reloaded. Analysis did find that the system fan was noisy and it was replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer locked up. It was determined through follow-up that this occurred right at start-up of the programmer and that cycling the power did not resolve the issue. The programmer was returned for service. There was no patient involvement.